Manufacturer narrative:
H.6. Investigation summary: four samples were received from the customer for investigation. The samples were visually examined using 10x magnification. Dark spots which were visually identified as rubmarks were found on all four returned samples. Additionally, three photos were provided by the customer for investigation. One photo shows four syringes against a white background. All four syringes have dark spots on or in the syringe barrels. The second photo shows a closer view of two of the syringes from the first photo. While this photo provides a better view of the foreign matter (fm) it cannot still determined what the fm is or if it is embedded or loose. The third photo shows a closer view of the other two syringes from the first photo. While this photo provides a better view of the foreign matter (fm) it cannot still determined what the fm is or if it is embedded or loose. Possible root cause, a rubmark is likely caused by a barrel or plunger rod getting caught in the machinery and making contact with syringes as they are being processed. Bd acknowledges that the returned samples have rubmarks on them which would not meet the quality criteria of foreign matter ¿ embedded on component. As a means of raising awareness to the issue observed by the customer a quality alert will be issued to the associates involved in the production of this material. H3 other text : see section h.10.

Event description:
It was reported that foreign matter occurred with a syringe 30ml ll bns. The following information was provided by the initial reporter, "I have just learned that 20% of the syringes of article 62.301229 batch 1802268 and batch 8066655 have contaminations. There is ink on the syringes and we can therefore not approve these syringes. We would like to exchange these 2 batches for other batches that do not have this complaint."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a syringe 30ml ll bns. The following information was provided by the initial reporter, "I have just learned that 20% of the syringes of article 62.301229 batch 1802268 and batch 8066655 have contaminations. There is ink on the syringes and we can therefore not approve these syringes. We would like to exchange these 2 batches for other batches that do not have this complaint."